Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker exhibited a 5 year decrease in estimated longevity in between device interrogations approximately one year apart with no noteworthy changes in programming or measurements. Suspecting premature battery depletion, the physician requested device data analysis to determine if the device was depleting normally. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
Boston scientific received information that this pacemaker exhibited a 5 year decrease in estimated longevity in between device interrogations approximately one year apart with no noteworthy changes in programming or measurements. Suspecting premature battery depletion, the physician requested device data analysis to determine if the device was depleting normally. No adverse patient effects were reported. This device remains in service. Additional information was received that review of device data was indicative of increased power consumption for which device replacement was advised. Additional information was received that this device was returned without information pertaining to explant. No adverse patient effects were reported.

Event description:
Additional information was received that review of device data was indicative of increased power consumption for which device replacement was advised.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
Additional information was received that this device was returned without information pertaining to explant. No adverse patient effects were reported.